Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer changed pump supplies to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.